Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the interconnect board will not allow the network script for upload to the library. There was no patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a crack on the top case. The event history log was unable to be accessed due to a blank screen. Function testing was able to replicate the reported issue; blank screen was found during power up. The root cause was determined to be the interconnect pcb not working as intended. The interconnect pcb was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.